Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed the shock test. There was no reported patient involvement.

Manufacturer narrative:
Philips received a complaint on the intrepid defibrillator indicating that the device failed the shock test. There was no patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was due to a defective multi-use cable. Philips authorized service personnel advised the customer to replace the multi-use cable to resolve the issue. The device remains at the customer's site. No further action is required at this time.